Manufacturer narrative:
Device identifier: (B)(4). D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. 2 devices were used during a procedure: 1222780-2024-00170 and 1222780-2024-00174.

Event description:
It was reported that on (B)(6) a novasure procedure was performed and, there was a vacuum alarm, and the physician checked the seal, checked the valve was not obstructed, checked the lines connected, checked the filter. The doctor repositioned the collar and enabled the machine to reattempt ablation. Ablated for another 10-20 seconds and system fault light came on. The physician removed the device and opened a new device to try one more time. Re-seated device and failed cia 4 times, including with vaseline gauze and 2nd tenaculum applied. The doctor chose to do a hysteroscopy and noted perforation, where said is doing a laparoscopy. After the laparoscopy was performed, the doctor confirmed that there was no bowel injury issue. The patient is being kept overnight for observation. No additional information available.